Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
(B)(6) was watching tv and saw a clear ring in the tubing noticed the ring has broke off top of pump where reservoir goes. (B)(6) says pump is working fine but wanted to inform us because she is going to be returning pump and wanted us to know it wasn't her fault little circle tubing part just came apart.